Manufacturer narrative:
G4: 10nov2020. B4: 18nov2020. H11: h6: patient code updated: the device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27oct2020. B4: 10nov2020. The fse (field service engineer) evaluated the device and confirmed an unknown noise. The fse reprocessed the piping and the reported problem was resolved. No additional information has been received at this time. No parts were replaced. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jul2020.

Event description:
The customer reported a ventilator with an unspecified issue. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.